Event description:
Pt had a double lumen angiodynamic PICC line. Nurse contacted PICC nurse stating PICC line was leaking and cracked. Upon assessment, PICC nurse found PICC line to be fractured at the blue hub site. PICC line was discontinued to avoid infection or possible air embolism and new access was obtained. Dates of use: (B)(6) 2013. Diagnosis or reason for use: pt needed long term IV antibiotics.